Event description:
According to the initial reporter "when the physician loaded the filter into the sheath, he loaded to the tactile bump and when he floured, the filter was already out of the end of the sheath. Thus, the physician had to deploy the filter there, but it was not in the appropriate position. At this time, the physician had to retrieve and replace it with a new filter." What was the orientation and tilt of the filter at implant and what is its current position? The filter is at the end of the sheath. However in this case, it was already outside of the sheath with the secondary struts deployed. The doctor did not indicate any tilt.